Event description:
It was reported the pt had been stretching as directed by his physical therapist and experienced a lack of effect with a return of tremors. The hcp and pt both were unable to get a response from the device. Longevity calculations showed the battery was 3-4 months from eol. Add'l troubleshooting was recommanded. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.